Event description:
The customer reported a generator error message. The system shuts down when this occurs, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.